Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation nor has a service engineer evaluated the ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer replaced the inspiratory module; however, the reported issue was not resolved. The customer replaced the analog interface (ai) printed circuit board (pcb) and ran the ventilator for 4 days without any issues. The ventilator was returned for clinical use.